Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Fill tubing: user error. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. The customer intentionally performed the load fill tubing sequence while connected to the site in order to deliver insulin. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer¿s blood glucose level was 160 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.